Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had a sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was 70 mg/dl. The customer stated that the sensor are acting up for a couple days. After troubleshooting was done, the customer was advised that we would replaced sensors.